Manufacturer narrative:
Submit date: 08/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that during the procedure, the physician noticed that the handle of the device was perforated. Another device had to be used. No harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during the procedure, the physician noticed that the handle of the device was perforated. Another device had to be used. No harm to the patient.

Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All DHR¿s are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the sample presents damage in the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.